Event description:
Complainant alleged that during functional testing, the device prompted "unit failed" and "error ID 6" messages. Complainant indicated that there was no pt involvement in the reported malfunction.